Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported that on (b)(6( 2023 during surgical procedure, a 6mm/9mm cannulated stepped drill bit broke off and is retained in the patient. Retained fragments were observed on x-ray from the tip of the drill bit which was also observed on the drill bit tip after removal from the patient. Additional x-rays were obtained. Event was previously reported under report# mw5147790 anonymously by a nurse at an unknown facility. No contact information was available for follow up. This report is for one drill bit for (B)(4).